Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.

Event description:
Non-healthcare professional reported on behalf of patient " ruptured device diagnosed by MRI and ultrasound and anxiety regards the recall. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient concern about the recall.

Event description:
Healthcare professional reported a left side " ruptured device" and "anxiety regards the recall. Device remains implanted.